Event description:
Pt's rep reported that she was hurt when a wheel came off her walker. On (B)(6) 2010, pt was advised that this walker was subject to recall and refused to surrender the walker and accept safe substitute. Pt's fall aggravated existing rotator cuff problem and she has not returned to work.